Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that in (B)(6) of 2009, after giving the pt an injection, the device slipped in the nurse's hand and she received a dirty needle stick in her palm.